Event description:
Additional information indicated that the patient was stable throughout the procedure.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's pacemaker had premature battery depletion, and had failed to trigger the elective replacement indicator. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and longevity anomaly were not confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the patient's pacemaker was explanted. The patient status was unknown.